Event description:
The trail stem broach has a shoulder on it that breaks off part of the pt's trochanter upon extraction.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Only one similar report has been identified against this product code in any manufacturing lot. No trend for this issue identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.